Event description:
It was reported that the customer received a motor error on their insulin pump. Soon after they received a no delivery alarm as well. The customers blood glucose level was reported at 184 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.